Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be intact. A battery cap was not returned with the pump; a test cap was used to complete investigation. The test cap secured properly to the pump, and a power loss was not observed. Current draws did not measure within specifications. The pump case was removed and no evidence of moisture was found; however, an internal failure of the printed circuit board was found to have caused high current draws.